Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be determined. The root cause could not be determined.